Manufacturer narrative:
H10: per the customer¿s response, the device was not reprocessed in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to reprocessing deviating from the instruction manual, so it may have resulted in residual foreign material. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. - prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, however likely occurred. The device evaluation found due to wear of angle wire, bending angle in up direction does not meet the standard value, scope connector cover unit has a scratch, suction connector has a scratch, protector of universal cord on suction connector side has a scratch, protector of universal cord on control section side has a scratch, universal cord has a scratch, grip has a scratch, scope cover has a scratch, switch box has a scratch, forceps elevator lever has a scratch, upward/downward angulation control knob has a scratch, control unit has discoloration, control unit has a scratch, adhesive on bending section cover has a crack, adhesive on bending section cover has a chip, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, probe cover has a scratch, connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope dirt on the channel cannot be removed even after cleaning. The issue was found during reprocessing. The procedure was completed using the same set of equipment. There were no reports of patient harm.